Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-03566. It was reported during the scs implant procedure (B)(6), high impedances were observed on the leads. The physician tried to troubleshoot to no avail. High impedances persisted postoperatively. In turn the patient experienced ineffective stimulation at the right side. The patient underwent an additional surgical intervention on (B)(6)2017 wherein the leads were explanted and replaced which resolved the issue. Effective stimulation was restored postoperatively.